Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus but did not consume any food which decreased blood glucose (bg) level to 51 mg/dl. Soda was consumed to treat the low bg level.